Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called to report a sensor error alert and low blood glucose readings. Customer's readings were between 40 and 86 mg/dl; treated with food. Customer performed troubleshooting and did not find any issues. Sensor was replaced and will be returned for analysis. Insulin pump was not replaced or returned.